Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. Additionally, a minimum fill notification was received during the load fill tubing sequence. Reportedly, the cartridge had been filled with 130 units of insulin. A cartridge and infusion set change were performed resolving the issue. Blood glucose level was 191 mg/dl.